Event description:
It was reported upon deployment of this femoral filter, carrier capsule which holds filter detached. Detached carrier capsule and encapsulated filter migrated to the pt's right atrium. Pt was transferred to another facility for successful retrieval of filter and detached carrier segment with a snare via a cut-down. Another filter was successfully placed and the pt's condition is good. One filter encapsulated in a portion of carrier capsule, was received, evaluated and retained by this MDR. Engineering eval indicated filter sheath displayed a clean break at "rf" weld. However, weld point did appear to be appropriately welded at one point. Metal ring in sheath was crimped onto filter legs. Sheath exhibited a tension tear approx one centimeter below metal ring. Filter legs remained inside metal ring with remainder of sheath wrapped around it. Legs of filter, approx 2 centimeters from apex, were flattened from their normal state. A review of device history for this lot was performed and no mfg discrepancies were noted. The co's follow-up indicated this over-the-wire filter was placed without benefit of guidewire. Additionally, follow-up revealed difficulty was encountered during filter deployment and significant force was applied to deploy filter. This device displayed characteristics consisent with excessive force, a tension tear flattened filter legs. The co belives, user technique may have contributed to this event. However, the co is unable to determine exact casue for this event. Directions for use state: "to avoid insertion difficulties or filter misplacement, always advance the included .035" guidewire to a point beyond the desired implant site... If difficulty is encountered during introducer catheter advancement through sheath. Then exchange sheath for a new sheath/dilator set and resume procedure."